Manufacturer narrative:
The sheath was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the surgeon dissected the aorta when placing the companion sheath, and no issues with the impella insertion were noted prior to that. The patient is stable and the procedure was successful. Additional information was received. Vascular surgery was consulted and no intervention was done to fix the aortic dissection. This is one of two related reports. This report addresses the sheath and another report was submitted to address the impella cp.

Manufacturer narrative:
Corrected: d4 (serial). No product was returned. Data logs are not applicable. Patient device interaction problem / aortic dissection: clinical details note that md dissected the aorta when placing the companion sheath. The cause of the interaction was not determined since insufficient clinical details were provided and no product was returned.